Event description:
It was reported that this inflatable penile prosthesis was removed as the reservoir had migrated. The tubing was kinked in the scrotum preventing fluid flow so the device would not fully inflate. A new inflatable penile prosthesis was implanted. No patient complications were reported.